Manufacturer narrative:
Findings: unit received with broken battery tube threads. Unit received with high idle current due to faulty driver on lcd board. Unit received with high idle current, problem isolated to mother board. No battery out limit alarms noted. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and battery out limit alarm. Customer's blood glucose at time of incident was unknown. The customer stated that went from a crack to a chipped piece on the curbed portion of the battery compartment where it is curving. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer declined battery out limit alert troubleshooting because he said that it is pretty easy to remedy.